Event description:
It was reported that during a coronary stent procedure of a very tortuous and calcified circumflex lesion, the physician experienced difficulty advancing the catheter to the target lesion. The physician encountered resistance while retracting the stent delivery system. Upon removal the physician checked the device and it appeared that the stent was still on the delivery device. He changed guide catheters, rewired the lesion and was going to advance the express2 when it was noted that the stent had dislodged. The stent was located lodged in the profunda artery. They were unable to get another stent to the lesion. Patient status is listed as "okay".